Event description:
It was reported that an intraocular lens was implanted on (B)(6) 2012 and "fell to the back of the patient's eye". The lens was removed on (B)(6) 2012. No lens was implanted after removal. Additional information has been requested but has not been received. This report refers to the intraocular lens. Please reference MDR# 1119279-2013-00023 for the delivery device used during lens implantation.

Manufacturer narrative:
Visual inspection of the returned lens found one haptic torn from the optic and missing. The other haptic was bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. Based on the current information, the specific root cause of the event cannot be determined.